Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving lioresal (2000mcg/ml at 650mcg/day) via intrathecal infusion pump for intractable spasticity. It was reported that at the last refill on (B)(6) 2020 they programmed a 20% increase on the patient¿s dose and 2 days later the patient went through ¿extreme overdose¿. The pump was then turned down to the lowest therapeutic rate of 96mcg/day and within 12 hours the patient went back to baseline. The dose was then increased back to the original dose and the patient then went into withdrawal. It was reported that yesterday they did a dye study that was inconclusive, and a roller study was within normal limits. The hcp was not with the patient and couldn't troubleshoot. Flow rate specifications and information on volume discrepancies was discussed. It was reported that when the hcp accessed the pump yesterday, they were expecting 36.4ml and got back 39ml. The option to check volume again after more fluid had been dispensed was reviewed. It was stated that the patient didn't notice much change in therapy after previous dose increases.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a company representative. The explanted catheter portion had been sent back to the manufacturer. The patient's weight was unknown, but there were no significant changes mentioned. The patient was having intermittent baclofen overdose and under-dose symptoms. There had been no volume discrepancy to the rep's knowledge. It was undetermined what caused the granuloma. The symptoms had seemingly resolved as the field team had not been notified for emergency adjustments to dosing. It was indicated the information provided had been confirmed with the physician or account.

Manufacturer narrative:
H3 correction: evaluation of implantable catheter. Product ID: 8780, serial number (B)(6) revealed a kink in the catheter along with a compressed area on the body of the catheter (no break). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type catheter product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type catheter h3 ¿ analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative who reported that the device system was replaced on (B)(6) 2020 due to the patient having periods of withdrawal and then overdose. They were unsure if the pump or catheter were causing the issue. A dye study was performed (date and results not provided). The pump was delivering gablofen (2000 mcg/ml at 219.8 mcg/day) at the time of the replacement. The patient recovered without sequela after the procedure.

Manufacturer narrative:
Continuation of d11: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2018, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the patient had an MRI but no results were provided. It was unknown if the issue was resolved.

Manufacturer narrative:
Concomitant medical product: product ID 8780 lot/serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2020 product type catheter & product ID 8780 lot/serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type catheter. H3: evaluation of implantable pump serial number (B)(6) found that the returned pump passed all testing in the laboratory and no anomalies were identified. Evaluation of product ID 8780 lot/serial# (B)(6) identified a kink in the body of the catheter. Evaluation of product ID 8780 serial number (B)(6)identified a kink in the body of the catheter and identified a break in the body of the catheter. H6: the evaluation codes have been updated for this event. Code result c19 and code conclusion d14 only apply to the pump. Code result c07 applies to both product ID 8780 serial number (B)(6) and product ID 8780 serial number (B)(6). Code result c13 only applies to product ID 8780 serial number (B)(6). Code conclusion d12 applies to both product ID 8780 serial number (B)(6)and product ID 8780 serial number (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780 serial/lot# (B)(6), ubd 2019-05-08, UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 18-sep-2020 from a healthcare professional via a company representative who reported that the patient had a granuloma on their catheter and today they were doing a catheter revision. During the procedure, 41 cm was removed from the spinal segment of the existing catheter and a new 45.4 cm spinal segment was added and connected to the remaining existing catheter.